Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed it was verified its non osseointegration. Immediate load was not performed.